Manufacturer narrative:
The company service representative examined the system. No information was provided to conclusively indicate nonconformance of the associated system contributed to the reported event. The system was then tested and met all product specifications. The customer did not return the phaco handpiece for evaluation. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery, multiple system advisories displayed and no suction was experienced during the phacoemulsification. The surgical parameters were changed to complete surgery using the same phaco handpiece. There was no patient harm.